Manufacturer narrative:
Per the manufacturer's subsidiary, even when the nut was tightened down, the air trap would still rotate around, it was not fixed. Warm-up and calibration were successfully performed, however it was confirmed that air was still leaking.

Event description:
Upon receipt of the device, the user reported that the air trap connection of the electronic patient gas system (epgs) had failed, causing an air leak. There was no patient involvement.

Manufacturer narrative:
H3: 81 evaluation is in progress but not yet concluded.

Manufacturer narrative:
Updated blocks: h3 and h6 the reported complaint was confirmed. Further communication has been sent to subsidiary regarding the use of a wrench when hand tightening the air trap connection. During laboratory analysis, the product surveillance technician observed that the air trap was leaking when it was hand tightened only and not hand tightened with a wrench. When he hand tightened the connection using a wrench there was no leak around the air trap connection. The product was sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.